Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of one-link catheter extension sets leaked due to difficulty attaching a syringe to the set. This occurred during infusion. A pump was not in use. There was no patient injury or medical intervention associated with this event. No additional information is available.